Event description:
The customer reported that the ventilator was being set up by a respiratory therapist (rt) for use when it started smelling hot. The rt turned the ventilator off and did not use it. The rt supervisor reported he turned it on the next day to assess the reported problem and upon start up the ventilator went vent inop and alarmed. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was returned to the factory for evaluation and the reported event was duplicated. The ventilator was not in use, therefore, there was no patient harm or involvement.